Manufacturer narrative:
The device was returned for analysis. The reported difficulty to close foot could be tested/confirmed due to returned condition of device. The reported ¿device became stuck and when pulling back to remove¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. Additionally, the IFU states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violations contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the left common femoral vein (lcfv) using the pre-close technique via a 7f sheath hole prior to a cryoablation interventional procedure. Femoral imaging was not performed. Reportedly, the foot plate did not retract when the lever was returned to its original position. The device handle was intentionally cracked open by the physician in an attempt to retract the foot manually; however, the foot only partially retracted. The proglide device was wiggled and pulled out of the anatomy against resistance, but no excessive or aggressive force was used. The patient was fine and a venogram confirmed no vessel damage occurred. The sheath was not upsized at this access site and remained 7f. The suture of the same proglide device was used to achieve hemostasis in the lfcv. Two other proglide devices were pre-placed successfully at access sites that were greater than 8.5f and were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.